Event description:
The implantable neurostimulator (ins) worked for awhile for the patient; then it shocked him in his back when he turned it on, so he quit using it. In 2009, the patient had telemetry issues adn an ins overdischarge was suspected. The patient had been dismissed from the physician that managed his ins and was in the process of finding another physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.